Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. Fluid loss was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. There were no connectors returned. The analysis could not confirm fluid loss additional information provided in: b5, h6.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "connector disorder." A new ipp pump was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. Additional information received states there was a break in the connector along with fluid loss. The patient noticed the issues two weeks prior to surgery and was doing well following the surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "connector disorder." A new ipp pump was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "connector disorder." A new ipp pump was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. Additional information received states there was a break in the connector along with fluid loss. The patient noticed the issues two weeks prior to surgery and was doing well following the surgery.

Manufacturer narrative:
Additional information provided.